Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with a g7 cgm and a contact detach steel infusion set, with no pump alarms or observable leaks, and a concurrent fingerstick glucose near 600 mg/dl; troubleshooting included guidance to change the infusion set and later perform a site-only change, with instruction to pause the pump for two hours if a corrective injection was given. Symptoms included hyperglycemia followed by a hypoglycemic episode to 52 mg/dl that required limited treatment. Outcomes included return of blood glucose to a normal range and the user feeling well, with no emergency care or hospitalization. Investigation included product support review of cgm readings, confirmation of infusion site replacement steps, and follow-up to verify glucose trends. Investigation of this case revealed no device alarm activity, no evidence of leakage, and an unclear root cause consistent with possible infusion site or set performance issues not replicated after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.